Event description:
It was reported to boston scientific corporation in 2006 that an autotome - sphincterotomes was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure the day before. (A male patient, weight unknown) according to the complaint, during preparation, a foreign substance in the form of a very tiny plastic fragment was stuck on the cutting wire. No electric current was able to transmit to the knife and therefore the wire was not able to incise tissue. The case was completed with another autotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "satisfactory and good"

Manufacturer narrative:
A visual evaluation found that the working length had 8 360 degree twists in it. The cutting wire section was twisted 90 degrees from one pierce hole to the other. The cutting wire was also found to be bent. The bend in the wire was found 12 millimeters from the distal pierce hole. The evaluation found that the peek tube had slid out of the proximal pierce hole and onto the distal section of the cutting wire. The tube was covering the distal 5 millimeters of the cutting wire. The continuity of the cutting wire was measured using a calibrated multimeter and found able to conduct current, indicating proper connectivity between the 2-in-1 connector and the exposed cutting wire section that was not covered by the peek tube. Customer complaint confirmed. The exact root cause of the peek tube migrating cannot be determined at this time.